Event description:
New information received states that the device was reprogrammed to resolve the initial inappropriate therapy issue.

Event description:
It was reported later that at a follow-up, sensing had improved. Capture was normal and stable. No events were reported.

Event description:
It was reported that the patient presented in-clinic for a routine follow-up, it was observed that the patient had received inappropriate therapy shocks. It was also noted that the capture threshold had increased. The lead impedance and sensing were normal. The patient will be monitored with routine follow-up.

Manufacturer narrative:
Following fields deleted: b2-required intervention to prevent permanent impairment damage (devices)

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.